Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable as the patient was unable to recharge the ipg. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.

Event description:
Follow up information identified the patient was unable to recharge the ipg hence it was inoperable. The patient is now receiving effective stimulation. The issue has been resolved.